Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain, cramping") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and rash ("skin rashes,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removing the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rash and weight increased had resolved. The reporter considered abdominal pain, rash and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain, cramping'). In a 42-year-old female patient who had essure (batch no. 846827), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dyspareunia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and abdominal pain lower ("abdominal pain, cramping"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rash and weight increased had resolved. And the pelvic pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record was received: lot number was added, new reporters were added, patient demographic was added. New event added: pelvic pain and menorrhagia. Event: abdominal pain, cramping split into abdominal pain and cramping. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain, cramping'). In a 42-year-old female patient who had essure (batch no. 846827), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dyspareunia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and abdominal pain lower ("abdominal pain, cramping"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rash and weight increased had resolved. And the pelvic pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain, cramping") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("skin rashes,") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removing the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rash and weight increased had resolved. The reporter considered abdominal pain, rash and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.